Manufacturer narrative:
(B)(4). Procedure 1 (transfer from fremantle hospital): hospital/date: sjog murdoch 6.11.18. Primary diagnosis:l4 # l3/4/5 stenosis. Procedure 1: left l3/4/5 decompression; l2-l5 fixation; l3-l5 posterolateral fusion. Implants: everest screws (lhc), cement. Wound closure: 1 stratafix/2.0 stratfix/prineo; 5.0 prolene for dural hole. Patient notes: (B)(6) 2018: routine post-op CT procedure 2: hospital/date: sjog murdoch 27.11.18 (current inpatient). Primary diagnosis: wound breakdown/infection. Procedure 2: debride & re-suture lumbar wounds x2. Wound closure:1 vicryl/1 vicryl/2.0 vicryl/3.0 nylon/ tension sutures. Antimicrobial therapy: IV tazocin 4.5g tds. Patient notes: (B)(6) 2018: microbiology from wound swab indicates light growth of escherichia coli & mixed anaerobes & staph aureus & granulicatella adiacens. Follow-up appointments: tba: practice nurse. (B)(6) 2019: dr (B)(6). Co-morbidities: type 2 diabetes, hypertension, hx cancer.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: revision: hospital/date: (B)(6) and (B)(6) 2018 (current inpatient). Primary diagnosis: wound breakdown/infection. Procedure 2: debride & re-suture lumbar wounds x2. Wound closure:1 vicryl/1 vicryl/2.0 vicryl/3.0 nylon/ tension sutures. Antimicrobial therapy: IV tazocin 4.5g three time a day. What was the date of the second procedure? (B)(6) 2018 were any cultures taken of the wound? What were the results of the cultures? (B)(6) 2018: microbiology from wound swab indicates light growth of escherichia coli & mixed anaerobes & staph aureus & granulicatella adiacens. Since addressing these issues, surgeon's patients all healing well. Can you provide patient age, gender, weight, other medical conditions? Co-morbidities: type 2 diabetes, hypertension, hx cancer. What is the current condition of the patient? Follow-up appointments: tba: practice nurse , (B)(6) 2019: surgeon.

Event description:
It was reported that patient underwent left l4/5 decompression and l3-l5 fixation with fusion on (B)(6) 2018 and suture was used on the dural hole. The patient experienced an infection on (B)(6) 2018. The bilateral wounds were still intact. A revision procedure was performed on (B)(6) 2018 for debridement. The surgeon opined that the possible outcome was due to insufficient closure leaving dead space. The patient was treated with IV antibiotics and current condition is unknown. Additional information has been requested.